Event description:
A customer reported that the system displayed a communication error. This resulted in an intermittent, recoverable loss of imagining functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe backplane was evaluated and replaced. The system was tested and found to be working as intended and returned to service.